Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown bit,drill/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotaion (pfna) was used on an orthopedic procedure on (B)(6) 2018. During insertion of the right nail and guide wire, the lateral cortex was drilled and tried to ream the femur head but the reamer broke. The implant was changed into a2fn recon and tried to find the optimum position for recon hip screw, while drilling for recon hip screw, the drill bit was broken. The implant was changed again to a standard locking a2fn. It is unknown how the surgery was completed. The procedure was delayed four hours and required prolonged anesthesia on the patient. This complaint is for one (1) unk - drill bits: trauma concomitant device reported: unknown drill guide: (part# unknown, lot# unknown, quantity# 1). Unknown nail (part# unknown, lot# unknown, quantity# 1). Unknown guide wire (part# unknown, lot# unknown, quantity# 1). This complaint involves three (3) devices this report is 2 of 3 for (B)(4). 6. Tests/lab data.

Manufacturer narrative:
Facility telephone: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a procedure to implant the proximal femoral nail antirotation (pfna) nail on (B)(6) 2018. During the procedure, the guide wire was inserted, the lateral cortex was drilled, and surgeon attempted to ream the femur head when the reamer broke. Surgical plan was changed to implant the a2fn reconstruction nail. Surgeon attempted to find the optimum position for the reconstruction hip screw but the drill bit broke while drilling for the hip screw. Surgeon then changed to a standard locking a2fn nail. Surgery was delayed approximately four (4) hours, requiring prolonged anesthesia for the patient. Concomitant devices: nail (part unknown, lot unknown, quantity 1), guide wire (part unknown, lot unknown, quantity 1), drill guide (part unknown, lot unknown, quantity 1).